Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was getting recharger poor communication on and off. The patient was walked through best practices. The patient attempted a recharge session and the patient got a poor coupling screen. The patient was able to get full coupling and then the bars went away. The patient can communicate with another external device. During the call the patient saw an informational power on reset (por) and was able to clear it. The patient was being sent a new antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.